Event description:
(B)(6) presented to maximize pain control before a g-tube is considered. Pt will continue with oxycontin 20 mg bid (home medication) with 10 mg prn while admitted. As needed. Update while admitted the pt had a g-tube placed (B)(6) 2024 with subsequent development of fevers due to an abdominal wall abscess. Bedside incision and drainage of the abscess was performed on (B)(6) 2024, and then on (B)(6) 2024 operative drainage and washout of abscess, along with replacement of g tube was completed. Wound cultures grew staphylococcus aureus, and the participant was started on antibiotics (ceftriaxone and metronidazole). Pt remains admitted at this time. Update: patient has been on ceftriaxone and metronidazole following g tube placement. The patient developed g-tube site cellulitis on (B)(6) 2024. Patient stopped ceftriaxone on (B)(6) 2024 and started on cefazolin on (B)(6) 2024 which the patient is still taking. Feeding tube rates have been increased and on (B)(6) 2024 bolus feeding glucerna 1.2 x 4 feedings, total 9 cartons/day (at 9am, 1pm, 5pm, 9pm). The patient will be sent home on glucerna 1.5 at 415ml bolus x 4 feeding daily. The patient was discharged on (B)(6) 2024. Update: pt was discharged from hospital on (B)(6) 2024. Gr.3 skin infection, gr.3 infections and infestations - other, specify 3; gr.3 dysphagia, gr.3 anorexia.